Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep (B)(6) reported on behalf of the customer that both pin pullers seem to have a problem at the handle, both at the very same spot. She explained that it seems to come loose and that it would feel a bit like play-doh. She said it would come off quite easily and seems slightly discoloured. She added that this only appears at one side of the instrument. She also reported that this was noticed by the customer after the washing procedure.